Event description:
It was reported that a 69-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During a redo afib procedure with decanav electrophysiology catheter in coronary sinus (cs), pentaray nav high-density mapping eco catheter and double trans septal puncture. Twenty (20) minutes into mapping the left atrium with the pentaray nav high-density mapping eco catheter the patient's blood pressure dropped to 50 systolic. One of the physicians performed a trans thoracic ultrasound showing a pericardial effusion with approximate depth of 1.5cm at apex. Pericardiocentesis performed over period of 30 minutes, 233ml of blood drained. Drain left in and patient monitored on table for 30 mins then transferred to high dependency unit (hdu) for further monitoring. No ablation was performed during procedure. The procedure was delayed and was not successfully completed. The bwi representative is unaware of the patient is still in the hdu, however, they are still an inpatient in hospital at st john of god, geelong. The physician¿s opinion of the cause of the adverse event is that it was a procedural issue either related to the transseptal puncture or potentially the movement of the decanav electrophysiology catheter in and out of the coronary sinus. He did comment that both transseptal and cs cannulation were uneventful, so it was difficult to determine the exact cause. The patient did require an extended hospital stay due to the event. Next day discharge is the standard timeframe for af ablation procedures and the patient was still an inpatient at st john of god, today (4 days later). A smartablate rf generator was use during this case with correct catheter settings were selected on the generator. An irrigated catheter (nav st) was used but no ablation was performed so the flow rate remained on low flow 2ml/min while in the patient¿s body. No error messages were observed on any bw equipment during the case. Force visualization features used were graph, dashboard and vector were used and the visitag module was not used. There were no additional filter used and tag index was used for color options were used prospectively. The transseptal puncture was performed with a st jude medical, brk-1 xs series. Based on the available information the event will be reportable against the decanav electrophysiology catheter per physician¿s comment indicating the adverse event was a procedural issue either related to the transseptal puncture or potentially the movement of the decanav electrophysiology catheter in and out of the coronary sinus. The pentaray nav high-density mapping eco catheter was in the left atrium and the a trans thoracic ultrasound showing a pericardial effusion with approximate depth of 1.5cm at apex. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30777775m and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).